Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications.

Event description:
The following was reported by the user after an atec breast biopsy procedure on (B)(6) 2026, "we performed a 3-site biopsy on this patient. When we were done, we opened the container to pull out the basket with the sample in it. There was no basket in the device container. And no sample as well. The other 2 biopsy sites were done successfully, and baskets were in those devices." Additional information was received from the user site in which it was confirmed that the third biopsy site could not be successfully completed. Further, it was reported that the patient is not currently scheduled to return for completion of the biopsy on the third site; however, pathology may possibly be obtained on that site during an upcoming breast surgery. No further information is currently available.